Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that a minimed connect that was unable to connect. Transfer to minimed connect department. No harm requiring medical intervention was reported. The device will not be returned for analysis.